Event description:
It was reported cartridge alarm 30 occurred during insulin delivery. The customer's blood glucose level displayed "high" however, the specific value was not known. The customer corrected the high blood glucose by administering manual insulin injection. No third-party intervention was required. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of new replacement pump.